Event description:
It was reported that patient had right hip revision due to dislocation. Surgeon replaced head and liner to mdm. During procedure, cone body seperator broke. There was no delay in surgery.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding crack/fracture involving an unknown cone body separator was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Pi was identified to be cross-referenced with this complaint investigation. Pi is related to the first revision of the hip for the patient. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that patient had right hip revision due to dislocation. Surgeon replaced head and liner to mdm. During procedure, cone body seperator broke. There was no delay in surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cone body seperator. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.